Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric band. According to the reporter: the suture needle bent and then broke. Doctor was able to recover and remove broken piece. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.